Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone se (3rd generation) / 3.5.1 / ios_16.3.1.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.